Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and found dirty reference electrode. The fse determined the failure mode was due to reference electrode. The fse replace the reference electrode which resolved the issue. No further issue was noted after part replacement. The system returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported obtaining two (2) false high ise (ion selective electrode) patient results which includes na (sodium), k (potassium) and cl (chloride) with f and h flags on (B)(6)2023 their dxc700 au clinical chemistry analyzer. The customer repeated samples on their other instrument and results were normal. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics. Per dxc700au IFU (instructions for use) b71495af > chapter 7 flags h flag - result is higher than the reference interval f flag - result is higher than the analytical measuring range.